Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that about a week and a half ago they all of a sudden got an unbelievable shock through their body through their leg. Patient stated that their leg was bouncing and the pain was ungodly. Patient said that they had just charged their implant the day before and after that incident happened they had not recharged the implant. Patient mentioned that they felt so much better without the stimulator on. Patient noted that they also had bowel problems and after the implant went dead they were able to go have bowel movements fairly normal again. Patient kept telling people that they thought there was a blockage or something was wrong and they just told them to take more miralax and all different things. Since the incident they have been able to have a bowel movement but they have no idea what is related to anything and they are very nervous and very uncomfortable. Patient mentioned they were asking the hcp for a couple months to look into the scs because they knew the stimulator was not working properly. Patient mentioned they reached out to the hcp on may 8 th, 9th and today but was told they will get back to them. Agent asked and patient denied any recent falls/trauma. Agent reviewed role of mdt rep and provided nas number. Agent also sent an email to the medtronic reps for visibility. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.